Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there have been multiple tubing sets found to be separated at various locations.

Event description:
The customer later confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
The customer¿s report of a separated tubing set was confirmed based on visual inspection. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damages or issues were observed. The separation was at the engagement between the silicone segment and lower fitment of the pump chamber assembly. The expected retainer ring for this engagement was not received, however; inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the silicone segment tubing. No testing was deemed necessary due to the obvious separation. Dimensional analysis was performed and was measured within the required specification. The root cause of the separated tubing set was not identified.